Event description:
Trauma ICU patient was in respiratory distress due to suspected transfusion reaction. Patient difficult to oxygenate and needed intubation. When intubated, it was discovered the balloon on et tube was broken and patient needed to be re-intubated but severe desaturation occurred due to delay in adequately intubating. Stated the intubation initially went fine but when the sats did not go up they noted the balloon was not inflated. She stated they attempted to reinflated the balloon but the balloon did not inflate. She stated the sats were very low in the 50's. She stated she extubated the pt and bagged the patient until anesthesia came up to intubate. The patient was intubated successfully and the sats came up. When asked if any harm as a result she stated she cannot say at this point that she would have to wait until the patient wakes up. When asked about the tube she stated she told the rn to save the tube as she feels the tube was defective.